Event description:
It was reported that the user experienced high blood glucose after a cartridge leak while using the ilet with a dexcom g7 and had attached the infusion connector to the cartridge outside the pump, after which education on correct connection and supply change procedures was provided; the user disconnected from the pump, administered subcutaneous long-acting insulin, and later provided two cartridge lot numbers. Symptoms included nausea, lethargy, and feeling unwell. Outcomes included resolution of hyperglycemia after subcutaneous insulin and temporary pump disconnection. Investigation included complaint intake, user education and troubleshooting, and collection of cartridge lot information. Investigation of this case revealed that the cartridge connector was deployed or attached incorrectly, resulting in inadequate insulin delivery and hyperglycemia. It was concluded that user setup error related to the cartridge connection led to the high glucose event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.